Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, a zoll medical field technician visited the customer's site. The zoll medical field technician evaluated the associated multi-function cable. The reported malfunction was not replicated or confirmed. The serial number of the device was not disclosed. This claim has been closed as no fault found. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the defibrillator's associated multi-function cable "was not working". No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.